Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colon resection procedure, when the colon was transected, the primary transection seems to have worked. The colon was then left in the abdomen. It was further mobilized to another site and when the staple suture was looked at again, it was found that the colon was open; the staples did not hold and opened into the patient and the stool was in the patient's abdomen. Therefore, it had to be cleaned. It was also noted that staples fell into the patient's cavity since there was no tissue on the distal part and the proximal part of the branch; they were recovered as well as possible. However, it was unsure if all staples were recovered. The surgeon then used a circular stapler and performed an anastomosis to resolve the issue. This led to 30 minutes or more extended surgical time. Days later, a second operation was carried out precisely for this reason (the staples did not hold and the stool was in the patient's abdomen) and another lavage was performed. The patient is still in intensive care, but is doing well under the circumstances.

Event description:
According to the reporter, during an open colon resection procedure, when the colon was transected, the primary transection seems to have worked. The colon was then left in the abdomen. It was further mobilized to another site and when the staple suture was looked at again, it was found that the colon was open; the staples did not hold and opened into the patient and the stool was in the patient's abdomen. Therefore, it had to be cleaned. It was also noted that staples fell into the patient's cavity and were recovered as well as possible. However, it was unsure if all staples were recovered. The surgeon then used a circular stapler and performed an anastomosis to resolve the issue. This led to 30 minutes or more extended surgical time. Days later, a second operation was carried out precisely for this reason (the staples did not hold and the stool was in the patient's abdomen) and another lavage was performed. The patient is still in intensive care, but is doing well under the circumstances.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the loading unit displayed a full complement of staples and the interlock was engaged. Functionally, the instrument interlock was reset and the instrument was applied with no abnormalities. It was reported that the deployed staples did not hold the tissue and the staple line opened up, a component disengaged from the device into the surgical cavity, and an unexpected content leak occurred along the staple line. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to improper loading of the cartridge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: hold the single use loading unit (sulu) by the proximal end tabs and inserting into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps in place. The shipping wedge is removed after the sulu is fully loaded. The sulu will float up and down in its final position. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.